Event description:
Received information stating rt was not aware of the options on the pb840 niv mode software. Patient hypoventilated enough to change the pco2 values and ph in the patient's blood results and in the morning, the patient was obtunded, hard to arise, and not responding to command. According to report patient subsequently passed away from existing disease not related to the incident.

Manufacturer narrative:
Covidien has sent a request to the hospital for more information in regards to the event and for permission to inspect the ventilator. A follow up MDR will be submitted should new information becomes available.